Event description:
Customer reported that expiration date on vial of accu-chek active strips was 12/2007. The manufacturer listed expiration date as 06/30/2007. No adverse event reported. Request return of suspect device and replacement sent.

Manufacturer narrative:
The purpose of this investigation was to analyze the wear patterns observed on the retrieved insert. Macroscopic photo analysis was performed on the retrieved insert. Upon visual examination of the as-received genesis ii ps high flexiom insert, typical burnishing and mild abrasive wear patterns were observed in the medial and lateral articulating areas. A few deep scratches were also observed near the articulating area. Damage caused by instruments was observed on the anterior surface. Mild rounding that is typically seen in a fully locked insert was observed near the anterior locking mechanism. Areas of burnishing were also observed on the distal surface. Burnishing and mild deformation due to normal contact with the femoral component was observed on the posterior side of the post. In conclusion, the returned insert showed the typical wear features of burnishing and mild abrasive wear. The wear patterns observed on the retrieved insert were similar to those seen on other retrieved inserts that were reported to be well performing.

Manufacturer narrative:
The device is currently undergoing evaluation.

Event description:
It was reported that revision surgery was performed. The patient's knee was tight. The surgeon performed a lateral release and revised to a thicker insert.